Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that this was an arteriotomy closure of the left common femoral artery using a proglide after an internal carotid artery stenting interventional procedure with an 8f sheath. Reportedly, step 2 was performed: the plunger was pushed down but not completely. So the needle was not deployed. Meanwhile, the patient felt so much pain that it was decided to terminate the procedure and remove the proglide. Unspecified medication was given to the patient for the pain. Since the plunger was still unable to be pushed down completely, the feet could not be taken back, so the proglide could not be removed. Meanwhile, the blood pressure of patient reached 210/100mmhg and patient felt pain. The physician spent an hour trying various methods to remove the proglide device. It was decided to try and pull the plunger out and then pull out the entire device, which was successful. Then the proglide was removed smoothly. A cerebral hemorrhage was noted and surgical intervention was performed to treat it. Manual compression was used to complete the procedure and achieve hemostasis. A clinically significant delay occurred as an additional hour was spent on attempting to remove the device. Additionally, per the physician, the pain caused by the proglide, contributed to the rise of blood pressure that caused the cerebral hemorrhage. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The patient effects of pain and high blood pressure/hypertension are listed in the electronic proglide instructions for use (eifu), as possible adverse events of use of the device. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. The patient effects of pain and high blood pressure/hypertension are known inherent risk of the procedure. A conclusive cause for the patient effect of stroke and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.